Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis. On (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient was admitted into the ICU for catheter insertion. The patient was also reportedly hospitalized for consideration of an acute myocardial infarction and diabetes mellitus type ii. While the patient was hospitalized, she received peritoneal dialysis. On an unreported date in 2010, the patient required re-stitching of the wound where the catheter was initially inserted. On (B)(6) 2010, the patient developed peritonitis, manifested by poor drain, pine-apple juice-like drain and fibrin. On this same day, prior to initiating antibiotic therapy, a sample of peritoneal effluent was analyzed. The result of the gram stain was to follow. On an unreported date, the patient was treated with "ceftriaxpne" (ceftriaxone) 1g IV od. The cause of the peritonitis was reported as re-stitching of the wound where the catheter was initially inserted. The patient remained hospitalized, and the event of peritonitis was unchanged and ongoing. On (B)(6) 2010, the patient's relatives signed a dnr (do not resuscitate), pd therapy was discontinued and the patient expired. The cause of death was acute renal failure (arf) secondary to cardiopulmonary arrest, diabetes mellitus (dm), chronic renal failure (crf) and metabolic acidosis (onset dates not reported). The patient's medical history and concomitant medications were not reported. Information regarding relevant laboratory tests were not reported. It was not reported if an autopsy was performed. The nurse believed that the fatal events of fatal arf secondary to cardiopulmonary arrest, fatal dm, fatal crf and fatal metabolic acidosis were unrelated to pd therapy. The reporter did not comment on the causality for the events of re-stitched wound where the catheter was initially inserted, to consider acute myocardial infarction, dm type ii, peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.